Event description:
It was reported that there were two documented episodes of mode switching of the right atrial (ra) lead likely related to a decr eased impedance and a problem with the insulation. It was also reported by the patient that they felt something like "a big shock" from their pacemaker while riding in a car, which was also likely related to the ra lead malfunction. The lead was subsequently capped and replaced with a new ra lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 right ventricular (rv) lead: (B)(6) 2004. (B)(4).